Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly/motor. The excessive no delivery alarm, intermittent button response or numbers ramping up could not be tested due to the blank display.

Event description:
The customer reported via phone call that the numbers on the screen started scrolling when trying to deliver a bolus and the insulin pump had a no delivery alarm. The customer stated he was unable to clear the alarm. The blood glucose at the time of the incident was 258 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.